Manufacturer narrative:
The service rep verified table, workstation and generator power supplies and found them to all be within manufacturers specifications. System operating as intended.

Event description:
Customer reported that system will intermittently lock up and no x-rays can be taken. Customer will reboot system and then x-rays can be taken again. No patient injury was reported.